Event description:
It was reported to philips from the food and drug administration (FDA) medwatch report that the device lost the electrode (ECG) lead rhythm while monitoring a patient. The patient involved was being treated for pulseless electrical activity (pea). The ambulance crew changed the monitor settings to read pads and were able to see the pea rhythm. The time duration was reported to have been less than one minute. The patient's outcome was not included in the medwatch report.